Manufacturer narrative:
The reported event of noise was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found noted external abrasion breaching the superior vena cava cable lumen consistent with friction to the device can. The etfe coating was not abraded. All other damage noted is consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited episodes of noise. The lead was capped and replaced on (B)(6) 2019. The patient tolerated the procedure well.